Event description:
The product was used during a procedure on the colon. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/12/1999- supplemental #1 sent to FDA. Device not available for evaluation.